Manufacturer narrative:
One device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual inspection found the device to be in used condition and the downstream occlusion (dso) seal to be worn. The event history log revealed a system fault 41,6222 error. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is the motor. The motor was replaced. The device then passed all functional tests.

Event description:
It was stated that error code 41622. There was no patient involvement, the event occurred during testing.